Event description:
Report status: malfunction. Report rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that when the guide wire was inserted into the tip of the balloon, it was found that the guide wire lumen was blocked. This is being reported based upon the analysis of the returned device, which identified a balloon rupture. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusion will be forwarded upon completion. Evaluation summary: the balloon catheter was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the distal balloon taper for a length of 10mm. There were no scratches visible on the balloon. There was no other damage noted to the balloon catheter. The used guide wire was not returned. A .0155" mandrel was used to advance the mandrel through the tip and passed the guide wire exit notch. This met manufacturing criteria. A new .014" guide wire was used to backload the guide wire into the balloon catheter with no resistance noted. The device was sent to the lab for further analysis.